Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of 'staph infection' is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are staph infection, yellow liquid running down chest from a hole, burning, and rupture.

Event description:
Patient reported a left side rupture, "staph infection, yellow liquid running down her chest from a hole," and "burning." Device remains implanted.